Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ebus bronchoscopy, the picture on the ultrasonic bronchofibervideoscope was distorted and the lymph nodes could not be seen.